Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): no serial numbers reported. (B)(4).

Event description:
Vault was reporter in the right eye (od) of a patient with an implantable collamer lens. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Correction: h6 - health effect clinical code: 4581 - dilated pupil, iris trauma/prolapse. Should have been included. (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, tmicl13.2, -11.0/1.0/128 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Pupil block with elevated iop, pigment dispersion, fixed pupil, iris atrophy, was observed. On (B)(6) 2022, the lens was explanted. In the reporter opinion the cause of this event was reported as other, the reporter stated "fixed dilated pupil, two weeks post icl. Iop slightly elevated, thought might be pupillary block. Pigment dispersion noted, thought might be due to pressure spikes not in office. Now think moxi-dex (5mg/cc) might be case." Additional surgical intervention (enlargement of pi yag, additional suture and attempt to exchange) was performed. For status of the eye (signs/symptoms) the reporter stated "phakic without icl implanted. Iris trauma temporally, suture in place, now with mr of -12.75 +1.75x119. Three diopter shift. Waiting to settle to see if proceed with secondary implant. For additional information the reporter stated "first case of iris atrophy. Was concerned it was iop related to high vault. Additional pi enlargement no help. Progressive tid decided to exchange icl. Very difficult case, with induction level anesthesia needed, still not able to keep patient still. Lucky to get lens out. Iris trauma/prolapse. Attempted to placed, then patient began to aspirate, fortunate to be done with case. Contemplating secondary icl under general anesthesia but want refraction to stabilize. Attempted to implant tmicl 12.6 -11.0/1.5/109 (only one avail urgently) sn: (B)(6)." H6- health effect- clinical code 4581: pigment dispersion, unreactive/fixed pupil, iris atrophy, transillumination iris defects. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).